Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16: using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 454 mg/dl while wearing the pod between 4 and 24 hours. The patient came home from school and was very groggy and had elevated bg levels. Patient's mother saw the blue cannula but it was folded into the adhesive. Part of the adhesive was folded over on top of itself, and although the needle deployed, the cannula remained embedded in the adhesive paper. The cannula never entered the patient's skin and it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.

Manufacturer narrative:
The device was received with the adhesive pad partially removed. The reservoir was filled 15% with insulin. Initially, fluid was unable to pass through the fluid path due to a blockage in the soft cannula. Upon removal, fluid was seen passing through the fluid path successfully. No damage observed in the formed needle or soft cannula. No damages seen in the reservoir. No damages to the needle mechanism. The downloaded data showed no signs of struggle or pulse width increase that would indicate the pod failing to deliver insulin. Alarm sound indicating the device reached the pump expiration time and shut down was noted.